Manufacturer narrative:
(B)(6). (B)(4). The complainant indicated that the suspect device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallstent biliary uncovered stent had been implanted to treat a periampullary malignant stricture in the mid common bile duct during a biliary stent placement procedure performed on (B)(6) 2018. The patient's anatomy was not tortuous and was not dilated prior to stent placement, and the patient was stable following the procedure. On (B)(6) 2019, according to the complainant, the patient developed cholangitis post procedure. The stent remains implanted. No information has been received regarding the cause of the cholangitis, how it was treated or resolution of the cholangitis. Reportedly, the patient has been admitted to a different hospital in a different state and the physician was unable to provide additional details, despite efforts.